Event description:
The report from the affiliate indicated that: a pt was undergoing a procedure to a heavily calcified lad with 99% stenosis. The site was predilated, and a 2.5x23mm cypher was delivered to the lesion, but it could not cross the lesion. The physician tried to retrieve it into the guiding catheter, but the stent dislodged inside of the guiding catheter. The stent remained inside the guiding catheter and was safely retrieved from the pt. A different cypher of the same size was used to successfully complete the procedure.